Event description:
It was reported that when a nurse was about to administer a depot injection, before the given amount of 2.7 ml was injected, the needle detached from the syringe. 1.7 ml had then been injected and there was 1 ml remaining in the syringe. The syringe tip came loose from the syringe. There was patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.